Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she has not used her stimulator in a couple of years because it was too much when she had a pinched nerve and she discovered a couple of weeks ago, she could not restart it on her own. The manufacturer representative met with the patient and was unable to complete interrogation due to a probable overdischarge. The patient has not utilized the spinal cord stimulation since she last met with the manufacturer representative around november 2016. The patient declined to have a physician mode restarted but asked her physician to submit authorization for a replacement since she feels that she needs spinal cord stimulation therapy again. The patient wants to avoid another spine surgery. It was noted that the implantable neurostimulator is entering its last year of service life since it was implanted in (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient's device was overdischarged. It was reported that the lack of recharging may have led to the overdischarge. No further actions/interventions were taken to get the implant out of overdischarged state. See general text for omitted information.